Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: rep checking device in clinic today and all ra lead values were good however there were atrs with egms that showed noise. Rep able to reproduce when pulling hands apart. Ra likely experiencing insulation degradation that is resulting in intermittent myopotential oversensing. Device currently remains implanted. Should additional information be received, this file will be updated.